Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery one of the two tensioning sutures on the button side tore off during the tensioning process. After an unsuccessful tensioning process, the portal had to be expanded from 3.5 mm to 9 mm in diameter. The surgery was finished successfully with a different device (ar-4030c-09). It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, batch number 15391316, was received for evaluation. Visual inspection: the returned device was visually inspected, and it was noted that the suture system was broken. Additionally, the returned white suture showed signs of excessive force, including fraying and breakage. A functional test couldn't be performed as the device was received broken/damaged. The most likely cause(s) of reported failure are user error, including excessive force used to shorten the suture stands and improper surgical technique.